Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot or sterile lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's right knee was revised due to infection (infection reported by surgeon. Unknown if clinically confirmed, possible cause of infection and infecting microorganism unknown). A poly exchange was performed.